Manufacturer narrative:
Manufacturer's investigation conclusion: the report of extrinsic outflow graft obstruction (eogo) cannot be confirmed as no imaging was provided and the device remains in use. A review of the submitted log files revealed the device operating as expected at the set speed. No unusual alarms or events were captured. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-012790. No product available for evaluation. The relevant sections of the device history records for mlp-012790 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was being monitored for extrinsic outflow graft obstruction (eogo). Log files contained clusters of pulsatility index (pi) events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.